Event description:
The customer reported that when using a thunderbeat 5 mm, 35 cm, front-actuated grip type s, the tip fell off into the patient¿s abdomen and was retrieved with laparoscopic forceps. The event occurred during the therapeutic procedure (laparoscopic hysterectomy) and was completed with another thunderbeat. It was stated that no unplanned diagnostic imaging was undertaken. There was no patient harm associated with the event.